Event description:
Boston scientific became aware of an event involving truetome sphincterotome devices through the article, rotatable sphincterotome as a rescue device for endoscopic retrograde cholangiopancreatography cannulation: a single-center experience, by okamoto, et al. Per the article, the study was designed as a retrospective evaluation of endoscopic retrograde cholangiopancreatography (ercp) cases using a truetome (3.9 fr, 20 mm cut wire) rotatable sphincterotome as a rescue device for cannulation at a single cancer institute in japan from october 1, 2014 to december 31, 2021. Analyses were performed with 88 patients with the median age of 71 years, with 56 (63.6%) patients being male. Patients in the study underwent ercp for pancreatic, biliary or gastric malignancies and the truetome was solely used in difficult cannulations. Cannulation was considered difficult if it could not be achieved with the standard cannulation method within five minutes or despite five attempts of contact with the papilla or one unintended pancreatic duct cannulation. The truetome device was used for biliary and pancreatic duct cannulation, intrahepatic bile duct selection and strictures of the afferent limb. The study found that cannulation or guidewire insertion into the desired duct could be achieved with truetome in 81.8% of failed cases with other ercp devices. Post-operative pancreatitis was observed in four cases (two mild, one moderate and one severe). Fever was observed in eight cases that resolved with conservative treatment.

Manufacturer narrative:
Block a2, a3: the literature article indicates the median age of the 88 patients in the study was 71 years, with 56 (63.6%) patients being males. Block b3: according to the literature article, cases between october 1, 2014 and december 31, 2021 were retrospectively reviewed. Exact procedure dates are unknown. Block d4, h4: the device upns or lot numbers were not provided in the literature article. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter facility name: department of hepato-biliary-pancreatic medicine, cancer institute hospital of japanese foundation for cancer research block g2: literature source journal article: okamoto, et al. "Rotatable sphincterotome as a rescue device for endoscopic retrograde cholangiopancreatography cannulation: a single-center experience." Clinical endoscopy; pissn: 2234-2400, eissn: 2234-2443 block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f23 captures the reportable event of unexpected medical intervention for patient treatment required.